Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool under 12°c during a procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that customer services its own equipment thus no livanova employee will visit the site. No additional information has been provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that the customer replaced the unit with competitor equipment, therefore this claimed device is no longer used. The unit is installed since 2013 and a review of the complaint database did not reveal further similar reported issue related to this heater cooler. Based on the similar cases investigation, it cannot be ruled out that the reported event was due to the degradation of the cooling coil leading micro-hole and to the loss of refrigerant. However, this could not be confirmed.